Event description:
Caller reported a malfunction on the pump, identified with code malf 12, which had not been reset within the last 24 hours, but similar issues occurred at least three times previously. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.